Event description:
It was reported that the ambicor penile prosthesis (ap) was explanted due to cylinder aneurysm. A new penile prosthesis device was implanted. It was further reported that six months earlier the implant was no longer functioning. The patient was implanted with a new inflatable penile prosthesis (ipp) that appeared to be functioning following the surgery. Product was explanted and returned. A supplemental report will be filed after product analysis has been completed.

Event description:
It was reported that the ambicor penile prosthesis (ap) was explanted due to cylinder aneurysm. A new penile prosthesis device was implanted. It was further reported that six months earlier the implant was no longer functioning. The patient was implanted with a new inflatable penile prosthesis (ipp) that appeared to be functioning following the surgery. Product was explanted and returned. A supplemental report will be filed after product analysis has been completed.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. One cylinder had a leak that was the result of wear at the corner of a fold. This cylinder had broken fabric threads. The other cylinder had a leak that was the result of wear at the corner of a fold. This cylinder had broken fabric threads and exhibited bulging. Both cylinders were not functionally tested due to the cylinder leaks the event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.